Event description:
During surgery, one of the stay hooks for the star retractor snapped and broke off. The broken piece was not found in the sterile field or off the field. Abdominal kidney, ureter, bladder (kub) and fluoro done in or. Dr. Saw x-ray film and states "I think it flew out. It's not in the wound."